Event description:
During the left sided premature ventricular contractions ablation procedure, a blood clot was noted in the lumen of the catheter. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. A dried blood like substance was noted on the catheter paddle. The catheter met specifications for electrical testing, and deflected in both directions and met specifications for curve dimensions. Irrigation testing was not possible due to the fractured and detached female luer lock, however blood like substance was noted to be blocking the irrigation ports. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clot remains unknown.